Event description:
Physician reported that patient experienced right lower quadrant pain which started after successful bilateral micro-insert placement. Physician performed hysterectomy on patient which gave her some resolution of pain. Pathological examination revealed normal pathology. Patient continues to experience mild right lower quadrant pain. Physician does not believe that the pain was associated with micro-inserts. Per the IFU: a very small percentage of women in the essure clinical trials reported recurrent or persistent pelvic pain, and only one woman requested device removal due to pain; however, if device removal is required for any reason, it will likely require surgery, including an abdominal incision and general anesthesia, and possible hysterectomy.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.